Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported that the resident was using the sara 3000 active floor lift for the first time. Following the transfer, the resident complained of arm pain. The resident sustained a fracture of the right arm and was taken to the emergency department. The resident was hospitalised (B)(6) 2025.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
The resident was using the sara 3000 active floor lift for the first time. After the transfer, the resident reported pain in her arm. The next day it was confirmed that the patient had suffered a fracture of the right arm. The resident was taken to the emergency room and hospitalized from (B)(6) 2025 to (B)(6) 2025. The resident was discharged on 8 february and returned from hospital with a plaster cast on his right arm. The device was evaluated by arjo technician and no malfunction was found. After the event the arjo representative contacted with customer to received additional information regarding the event circumstances. It was confirmed that there was no patient fall reported. The resident had pre-exisiting condition multiple myeloma. The resident was assessed to use maxi move (passive floor lift), during the event the carers used an incorrect transfer method by using the active floor lift. Multiple myeloma is a malignant neoplasm of plasma cells in the bone marrow. The fractures are common in patients with multiple myeloma as a result of lytic bone lesions, generalized bone loss, and/or elevated bone turnover from excessive cytokine production. Patients with multiple myeloma have a consequent increase in fracture risk, as the bones may weaken to such a degree that a break may occur with minor stress. No device malfunction was reported that might leaded to reported patient outcome. The instruction for use for sara 3000 device warns: "before attempting to raise a resident, a full clinical assessment of the resident¿s condition & suitability must be carried out by a qualified person on the individual resident to determine if it is advisable that he or she will be lifted using a sara 3000 standing and raising aid." To sum up, the arjo active floor lift was used. There was no device malfunction found. The complaint was decided to be reportable due to fact that the customer sustained serious injury.